Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of the pt stated that the basal rates are not staying programmed in the infusion device. She stated that the pt went to the doctor in 2007 and the basal rates were changed twice that day. Next day, the basal rates were checked and they were correct. Following day, the pt called his mother from school at 11:30 am and his blood glucose was 20 mmol/l (360 mg/dl). The pt stated that the basal rates had changed to the prior adjustment. Symptoms of high blood glucose include frequent urination, irritability, and thirst. To troubleshoot the mother was advised to program the basal rates and let the infusion device sit in run for 3 days. The pt switched to his backup infusion device. Upon follow up, the mother stated that the basal rates did not change while the infusion device was sitting. The mother requested to keep the infusion device for a backup. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.